Manufacturer narrative:
Corrected information can be found in section b3 (date of event). Additional information can be found in section h10. The site has indicated that the instrument is not available for return to intuitive surgical, inc. (Isi) for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is unknown. At this time, the following information is unknown: the date of the da vinci-assisted surgical procedure, whether there was an alleged device malfunction, if any medical intervention was administered to the patient, if there were any post-operative complications, the outcome of the surgical procedure, and the patient's current status. Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information regarding the reported event. In addition, isi has requested the site to return the instrument for evaluation. As of the date of this report, the instrument has not been returned to isi and no further details have been provided. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient allegedly sustained ¿two digestive wounds¿ while the surgeon was using an endowrist cadiere forceps instrument. At this time, the cause, type, and severity of the "digestive wounds" are unknown. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Not applicable because the product is not implantable.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the patient allegedly sustained ¿two digestive wounds¿ while the surgeon was using an endowrist cadiere forceps instrument. It was noted that the pressure exerted by the surgeon was "not strong." No further clinical information was provided.